Manufacturer narrative:
While troubleshooting the issue, field service discovered excessive pulling of the encoders, sample positioner caused over-heating of the carrier positioner motor encoder/home cable subsequently melting/charring the cable. Both the carrier positioner motor encoder/home cable and encoders, sample positioner were replaced resolving the issue. The alinity ci series operations manual contains adequate information for troubleshooting the observed issue. The alinity c service documentation contained adequate information for the troubleshooting, removal, and replacement of the parts. A review of the alinity c serial (B)(6) service history, revealed no additional issues of melting/charring of parts, reported on the alinity c serial (B)(6). No nonconformances or potential nonconformances were found for the carrier positioner motor encoder/home cable or the encoders, sample positioner. An adverse trend is not identified for the carrier positioner motor encoder/home cable or the encoders, sample positioner. A review of the alinity c clinical chemistry product monitoring found no adverse trend of alinity c or carrier positioner motor encoder/home cable or the encoders, sample positioner with regards to the current issue. The melting/charring, observed was limited to the carrier positioner motor encoder/home cable caused by the excessive pulling of the encoders, sample positioner; the melting/charring did not spread to other parts of the module. No systemic issue or product deficiency were identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The field service representative found the carrier positioner drive motor cable for the sample positioner encoder (outer) insulation had melted on the alinity c processing module. The field service representative was troubleshooting initialization power failure, rsm load/unload board for module 1c had error leds illuminated, and sample positioner fault failures when the melted cable was discovered. After the sample positioner encoder cable, rsm axis board, and rsm load/unload board were replaced, the alinity c processing module was initialized but failed with center processing module cover open errors. The account performed maintenance, ran quality control, and again observed a burning smell. The account inspected the cable to the encoder outer sample positioner found it was melted again on the rsm load/unload board with an error caption. The outer positioner cable for the encoder was replaced. No patient involved. No injury reported.